Event description:
It was reported that the patient was being referred for a prophylactic battery replacement. After the replacement, the generator was return for product analysis. Product analysis on the returned generator was completed. During the bench interrogation, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulse disabled and eos warnings were set. The data in the diagaccumconsumed memory locations revealed that 49.972% of the battery had been consumed. The battery was 1.984 v (eos ¿ yes), and the pulse disabled byte would not reset; therefore, the system diagnostics and final electrical test could not be performed. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test performed and the device behaved as expected. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Device history records was reviewed and was confirmed that all parameters passed inspection and that the trim test tab was performed prior to the manufacturing process being corrected; therefore, the generator of interest is part of the laser routing issue which would cause premature eos. No additional relevant information has been received to date.